Event description:
Endurant stent grafts were implanted during the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following adverse events were reported: acute kidney injury (aki), death. It was noted for the death that the 5-year survival rate was significantly lower in the aki group compared with the non-aki group. The cause of the aki and death are undetermined.

Manufacturer narrative:
Continuation of d10: product ID unk-cv-sr-endurant (unknown serial/lot); product type: 0180-aortic stent graft; a2: mean age a3: mean gender d6a: exact date of implant unknown g2: citation: authors: yuwei xiang, yang liu, jichun zhao, bin huang, zhoupeng wu, xiyang chen. Use of angiotensin-converting enzyme inhibitors or angiotensin receptor blockers increases the risk of postoperative acute kidney injury after elective endovascular abdominal aortic aneurysm repair. Chinese medical journal 135(23) 2022. 10.1097/cm9.0000000000002352 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that the acute kidney injury (aki) mentioned in the article is not related to the endurant stent grafts. The postoperative deaths mentioned in the article were not related to the endurant stent graft or the index procedure itself. The main factors of aki or death mentioned in the article are related to the patient's own renal function combined with intraoperative angiography. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.